Event description:
Follow-up information revealed the patient's issue is resolved.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at the ipg site. As a result, the patient underwent a revision procedure on (B)(6) 2019 to move the ipg to the abdomen. Extensions were added during the procedure. No products were explanted. Therapy was restored post-op.